Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. Customer declined further troubleshooting therefore no additional product or event information was available.